Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. Based on the clinical information provided, the cause of the access site bleeding was not determined since the product was not returned. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was not received from the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an 81 year old female patient presenting for high risk percutaneous coronary intervention using the impella for hemodynamic support. An access site hematoma developed and a drop in hemoglobin was noted. Two units of blood products was required.